Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a rotator cuff repair procedure, when the surgeon inserted the ar-13999nf scorpion and the tip of the ar-13995n needle off inside the supraspinatus. The tip of the needle was not removed from the patient. The surgeon did take x-ray however, the piece was not located.